Event description:
A (B)(6) male pt's friend contacted zoll customer support to report that the charger/modem would not recognize a battery pack. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery) has been confirmed. As received, the charger/modem reset. The cause for the reset and inability to recognize a battery pack was a shorted u13 (8-bit cmos clash micro-controller) component. The root cause of the shorted u13 component cannot be positively identified. No adverse event resulted from the defective charger. The pt received a replacement charger/modem.